Event description:
It was reported that at implant the lead's helix extended without use of the tool or rotating pin. And when taking the lead out of the vein the helix was noted to be extended. It was further reported that the lead's box showed incorrect fluoroscopy helix indicators. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.